Event description:
It was reported that there were concerns regarding premature battery depletion (pbd). Data analysis was performed confirmed that the power consumption is increasing in a gradual fashion and appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. No adverse patient effects were reported. Device remains in-service.

Event description:
It was reported that there were concerns regarding premature battery depletion (pbd). Data analysis was performed and confirmed that the power consumption is increasing in a gradual fashion and appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional analysis was performed. The device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical oversensing and inappropriate shocks.

Event description:
It was reported that there were concerns regarding premature battery depletion (pbd). Data analysis was performed and confirmed that the power consumption is increasing in a gradual fashion and appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. Prior to the explant procedure, it had been noted that the patient received an inappropriate shock due to t-wave oversensing. Another inappropriate shock had been delivered approximately one and a half years earlier also due to t-wave oversensing. The shocks occurred in the primary vector. During the device change out procedure the sensing vector was reprogrammed to secondary and the chronic electrode remains in service with the new device. There were no adverse patient effects reported as a result of the inappropriate shocks.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns regarding premature battery depletion (pbd). Data analysis was performed and confirmed that the power consumption is increasing in a gradual fashion and appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. Prior to the explant procedure, it had been noted that the patient received an inappropriate shock due to t-wave oversensing. Another inappropriate shock had been delivered approximately one and a half years earlier also due to t-wave oversensing. The shocks occurred in the primary vector. During the device change out procedure the sensing vector was reprogrammed to secondary and the chronic electrode remains in service with the new device. There were no adverse patient effects reported as a result of the inappropriate shocks.